Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother reported via phone call that the insulin pump had a blank display after a new battery was inserted. The customer stated the issue persisted after a another new battery was inserted. The customer's blood glucose was unknown. Troubleshooting did not occur for the blank display. The insulin pump will not be returned for analysis.